Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that physician attempted a novasure endometrial ablation on (B)(6) 2014. The physician inserted the device and could not get the electrode array to obtain a width greater than 2.5cm. The physician removed the device and performed a hysteroscopy and visualized a perforation "at the center of the fundus". The novasure procedure was aborted. No intervention was required and the patient was discharged home.